Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 11 mg/dl back to back with a result of 91 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that the customer was feeling shaky during the time of testing and she gave her juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device an replacement product was sent.